Manufacturer narrative:
Additional information: b5, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the device that was consistent with improper reload attachment. It was reported that the device detected an excessive load, the unload button did not move as expected, and the device was unable to perform the open and close test prior to use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was damaged from loading a reload and not fully rotated it into position, causing the single use loading unit load link and j-hook to not return forward and disengaged from the firing rod. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, at the time of opening/closing check after connecting the cartridge when performing esophagus transection at the second firing, when the user closed the jaws, excessive force indicator appeared and the opening/closing check was not finished, so the operator replaced the cartridge and the adapter with new products, and the procedure was completed without problems. When checking the adapter after the procedure, it was found that the movement of the release button had become quite slow and did not return to normal after connecting the cartridge. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, at the time of opening/closing check after connecting the cartridge when performing esophagus transection at the second firing, when they closed the jaws, excessive force indicator appeared and the opening/closing check was not finished, so they replaced the cartridge and the adapter with new products, and the procedure was completed without problems. When checking the adapter after the procedure, it was found that the movement of the release button had become quite slow and did not return to normal after connecting the cartridge. There was no patient injury.